Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered eight shocks and therapy was exhausted. Technical services (ts) reviewed the device data and noted that the therapy appeared to be a result of atrial fibrillation (af) with rapid ventricular response (rvr). Ts reviewed the evaluation with the physician for further follow up. This device remains in service. No additional adverse patient effects were reported.